Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the physician seated the universal slitter and applied force to slice the catheter, the sheath broke, and a piece fell off. It was noted that once a piece of the sheath broke off it was harder to split the catheter from the lead. No patient complications have been reported as a result of this event.